Event description:
Reporter stated that pt obtained back-to-back results of 443 mg/dl and 128 mg/dl on the aviva system. Reporter indicated that pt did not modify therapy a based on these values. No pt injury was reported and no treatment was received. Quality control testing was not performed on the aviva system. Reporter did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. Aviva system: meter, aviva strip lot 300330 with expiration date 01/31/2008.

Manufacturer narrative:
The accu-chek aviva test strips are the suspect device.